Event description:
Event description boston scientific, crm received information that upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d) device, a yellow warning screen appeared reporting a shorted condition had been detected. The patient received a 31j shock for ventricular tachycardia in the ventricular fibrillation zone on october 18, 2006. The episode diverted once and redetected in the zone and delivered the shock. The second shock had the out of range impedance measurement of <20 ohms. The episode then spontaneously broke. No noise was present on the rate sense or shock channels and there were no beep tones. The shocking lead impedance measurement is now 38 ohms and sensing and threshold measurements are good. Monitoring voltage is 2.61v. The device is in the advisory population described in the communication on aug 26, 2005.